Event description:
A patient reported he had been having problems with the stimulator that he had for bowel and bladder. The patient stated that about a month prior to the call it stopped working. The patient stated he went to the healthcare professional (hcp) and he turned it way up so that he could feel it. The patient noted about a week prior to the call he met with a manufacturer representative (rep) at the hcp¿s office. The rep said he was going to take care of it. The patient noted he had not heard anything back from the hcp or rep. The patient stated that when they were in the hcp office they adjusted it a couple of times and the rep stated the battery was really weak and needed to be replaced. The hcp said the only thing he could do was take the battery out and put a new one in. The patient stated the battery was supposed to last four years and it only lasted two years. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary #evaluation determined that standard investigation is not needed because the event was determined to be not MDR reportable per work instruction (B)(4) medical device reporting, and there was no reported device allegation or returned product analysis findings suggestive of a failure of a device, labeling or packaging to meet specifications. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported the patient had experienced a loss/change of therapy. The loss of therapy had occurred since (B)(6) 2016. The patient was having accidents. During the call, the patient checked the implantable neurostimulator(ins) with the patient programmer. The patient was on program 1 at 3.4 v and the ins was on. The patient increased stimulation to 4.5 v and was going to see if this would help. The patient's indication for use was fecal incontinence and gastrointestinal/pelvic floor. A friend or family member of the patient reported the stimulation was not working for the patient. The caller reported the patient was not getting 50% relief. It was noted the patient had the device for bowel and urination. It was noted the patient had the patient programmer changed twice. The caller noted he was on program 1 at 5.2 v and was not feeling any stimulation. The caller changed to program 2 at 8.5 v and felt stimulation too strong, they decreased to 6 v and the patient barely felt stimulation. The caller changed to program 3 at 4.4 v and felt stimulation in the ¿rear end¿ and where the implantable neurostimulator (ins) was implanted. The caller changed to program 4 at 4.4 v and it was too strong, and they were able to decrease to 4.2 v, where the patient felt comfortable stimulation. The caller reported the patient programmer showed the ins battery at a quarter shaded. It was noted the patient programmer battery was full. There were no further complications that have been reported as a result of this event. The patient is implanted for fecal incontinence and gastrointestinal/pelvic floor.